Manufacturer narrative:
The returned vercise genus implantable pulse generator (ipg) was analyzed and exhibited normal characteristics during visual and functional examination, however the deep brain stimulation (dbs) lead and lead extensions visual inspection revealed they were cut into three pieces from the distal connector as a result from a typical explant procedure and could not continue functional testing. A product labeling review identified that the devices were used per the instructions for use (IFU), product label. Additionally, the IFU states that loss of adequate stimulation, speech problems are a known risk with the use of the dbs. The reported event of the patient experiencing inadequate stimulation was not confirmed, the ipg exhibited normal characteristics, and a labeling review revealed no anomalies therefore with all the available information engineers concluded this is a known risk of the dbs system.

Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device during initial programming. Several attempts to program the device were made, however were unsuccessful. Patients condition spasmodic dysphonia (sd) alzeihmers disease (ad) is more difficult to treat per the physicians assessment and opted to remove the dbs system. The patient underwent a procedure where the whole dbs system was removed and was admitted over the night however was released the following day. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) , batch: (B)(6). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 31266375.

Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device during initial programming. Several attempts to program the device were made, however were unsuccessful. Patients condition spasmodic dysphonia (sd) alzheimers disease (ad) is more difficult to treat per the physicians assessment and opted to remove the dbs system. The patient underwent a procedure where the whole dbs system was removed and was admitted over the night however was released the following day. The patient did well post-operatively.